Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the pad-pak locator pin was visually deformed. The pad-pak was inserted into a known good device. The device was able to power on but could not detect a patient impedance. The investigation determined the root cause to be a manufacturing fault. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pad-pak-01 which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's locator pin is broken. In this state the device may not be able to deliver defibrillation therapy if needed the the pad-pak may not be able to be correctly inserted into the device. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pad-pak-01 which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's locator pin is broken. In this state the device may not be able to deliver defibrillation therapy if needed the the pad-pak may not be able to be correctly inserted into the device. There was no patient involvement reported with the event.